Event description:
A customer reported experiencing frequent occlusion alarms with their insulin pump over the past week. There was no adverse impact to the customer's blood glucose levels reported, as values did not exceed critical thresholds. The customer addressed the issue by changing the infusion set and cartridge and resumed insulin therapy.